Event description:
It was reported stimulation is ineffective. The original pain patter is low back and left leg. Reprogramming provided satisfactory stimulation approximately a month ago. Th pt reported headaches on the left side; however, the physician does not believe symptoms are related to stimulation. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.